Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for four hours and upon removal the tampon pledget fell apart leaving pieces inside her vaginal cavity. She was able to remove the remaining pledget pieces. She experienced vaginal bleeding and cramping and saw her doctor. She did not receive any treatment and her symptoms resolved.